Manufacturer narrative:
A complete lead was returned in three pieces. External insulation abrasion was noted at 38.6 cm to 39.2 cm from the distal tip consistent with lead friction to the device can this is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13126. It was reported that the patient presented in clinic with noise on the right atrial and right ventricular leads. The patient was stable. No resolution was reported.

Event description:
New information received on 04sep2019, indicates that the patient presented for a procedure to explant the leads. The leads were explanted and replaced. The patient was stable.